Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown.

Event description:
The customer reported an erroneous troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay. Subsequent testing of the patient's sample, on an alternate unicel dxc 600i system, recovered a lower result within the risk stratification range. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The customer has a sample repeat protocol to reanalyze any result greater than 0.6 ng/ml that has no previous sample history. The customer stated the sample was plasma and initially centrifuged for three minutes and did not re-centrifuge prior to reanalysis. The event was reported as part of beckman coulter marketing survey program (msp) for access accutni). The customer did not provide any information indicating an increase in occurrence or an instrument malfunction.